Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states. The patient reported receiving two damaged infusion set boxes during delivery on (B)(6) 2025. The packaging was compromised, with improper sealing, deformation, and breached sterile barriers. No further information available.